Manufacturer narrative:
Device evaluated by manufacturer.: the device was returned for analysis. The burr catheter was attached to the advancer upon device return. A visual inspection of the device found that the coil was stretched and kinked next to the handshake connection. A microscopic inspection of the device found no damage or irregularity.

Event description:
It was reported that the burr was stuck in the lesion. The 70% stenosed target lesion was located in the artery. A 1.25mm rotablator rotalink plus was selected for use. During the procedure, when the physician used the device, it became stuck in the lesion. The device pulled out from the patient's body. The procedure was completed with another of the same device. There were no complications reported, and the patient was stable after the procedure.

Event description:
It was reported that the burr was stuck in the lesion. The 70% stenosed target lesion was located in the artery. A 1.25 mm rotablator rotalink plus was selected for use. During the procedure, when the physician used the device, it became stuck in the lesion. The device pulled out from the patient's body. The procedure was completed with another of the same device. There were no complications reported, and the patient was stable after the procedure.